Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the patient experienced hypoglycemia and also to report cgm inaccuracies compared to the patient's blood glucose meter; both of which occurred on (B)(6) 2014. At the time of the hypoglycemic event, patient's mother reported the following discrepancy: cgm was reading at 100 mg/dl and blood glucose meter was reading 48 mg/dl; at which time, the patient's mother reported giving the patient sugar to treat the low. No further medical intervention was reported. At the time of the call to dexcom technical support, patient's mother stated that the patient was in good condition.